Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after not feeling well. Upon device interrogation, an episode of non-sustained ventricular tachycardia was noted. Device considered non-sustained vt rhythm as returned to sinus, however the vt continued. Device didn't deliver therapy for vt. Programming changes were suggested. No further information was available.

Event description:
New info notes that the suggested programming changes were made.